Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, recurrence, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
(B)(4). Lawyer-filed report.